Manufacturer narrative:
The device in question was returned to the manufacturer on april 15, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the diathermy loop was found to be missing. The customer was unable to confirm if this failed during use. No negative impact in state of health reported.